Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-06852.(B)(4) study.it was reported that chest pain and myocardial infarction occurred.in (B)(6) 2011, the subject presented with exertional substernal tightness with shortness of breath and was diagnosed with unstable angina. Cardiac catheterization was recommended. The index procedure was performed the following day. Target lesion #1 was a de novo lesion, located in the mid left anterior descending (lad) artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation followed by direct placement of a 2.50 x 20 mm taxus liberte stent with 10% residual stenosis. Following stent placement, there was a trapping of unknown guide wire in the diagonal branch noted. The guide wire was difficult to remove and the guide wire advanced to the proximal lad. Subsequently the guide wire was removed, but it resulted in a new filling defect in the proximal lad felt to due to guide catheter-tip-induced dissection. This was treated with a 3.5 x 12 mm veriflex bare metal stent with resolution of the filling defect. Following the placement, the subject complained of substantial chest discomfort which was treated with morphine with partial abatement. Two days post index procedure the subject was discharged on aspirin and prasugrel.in (B)(6) 2013 the subject presented with acute substernal chest pain non-radiating which developed while firefighting. ECG revealed sinus rhythm with st elevation in the high lateral leads 1 and a vl with reciprocal st depression in the inferior leads. Troponin and ck values were found to be elevated consistent with protocol definition of myocardial infarction. The subject was diagnosed with acute myocardial infarction and was hospitalized on the same day. Cardiac catheterization was recommended. Target vessel revascularization was performed 85-90% stenosis in the mid lad beyond the stented segment was treated with pre-dilation and placement of 2.25 x 24 mm promus element plus stent. Following post dilation, residual stenosis was 0%. Per source the 75-80% stenosis in left posterior descending artery (pda) was also treated with pre-dilation and placement of 2.25 x 16 mm promus element plus stent. Following post dilation, residual stenosis was 0%. At the time of reporting the outcome of the event was not reported. One day post hospitalization the subject was discharged.

Event description:
Same case as MDR ID#: 2134265-2013-06852. (B)(4) study. It was reported that chest pain and myocardial infarction occurred. In (B)(6) 2011, the subject presented with exertional substernal tightness with shortness of breath and was diagnosed with unstable angina. Cardiac catheterization was recommended. The index procedure was performed the following day. Target lesion #1 was a de novo lesion, located in the mid left anterior descending (lad) artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation followed by direct placement of a 2.50 x 20 mm taxus liberte stent with 10% residual stenosis. Following stent placement, there was a trapping of unknown guide wire in the diagonal branch noted. The guide wire was difficult to remove and the guide wire advanced to the proximal lad. Subsequently the guide wire was removed, but it resulted in a new filling defect in the proximal lad felt to due to guide catheter-tip-induced dissection. This was treated with a 3.5 x 12 mm veriflex bare metal stent with resolution of the filling defect. Following the placement, the subject complained of substantial chest discomfort which was treated with morphine with partial abatement. Two days post index procedure the subject was discharged on aspirin and prasugrel. In (B)(6) 2013 the subject presented with acute substernal chest pain non-radiating which developed while firefighting. ECG revealed sinus rhythm with st elevation in the high lateral leads 1 and a vl with reciprocal st depression in the inferior leads. Troponin and ck values were found to be elevated consistent with protocol definition of myocardial infarction. The subject was diagnosed with acute myocardial infarction and was hospitalized on the same day. Cardiac catheterization was recommended. Target vessel revascularization was performed 85-90% stenosis in the mid lad beyond the stented segment was treated with pre-dilation and placement of 2.25 x 24 mm promus element plus stent. Following post dilation, residual stenosis was 0%. Per source the 75-80% stenosis in left posterior descending artery (pda) was also treated with pre-dilation and placement of 2.25 x 16 mm promus element plus stent. Following post dilation, residual stenosis was 0%. At the time of reporting the outcome of the event was not reported. One day post hospitalization the subject was discharged.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, at the time of the event the subject was on aspirin and prasugrel and was not on study drug during the study. The event was considered to be resolved without residual effects.